Event description:
It was reported the patient experienced two episodes where stimulation traveled up to her neck area. Six days prior to this report the patient felt stimulation in her perineal area and then it radiated up to the left side of her neck which lasted for several hours. The patient was working at the time and was standing/sitting. The patient¿s stimulation was set at 1v and it was noted she had not increased stimulation. The patient then experienced stimulation on the right side of her neck for 10 minutes while she was standing in a us cellular store the day prior to this report. The patient¿s current setting was 3- c+ at 1v, pulse width of 210, frequency of 14 hz, and therapy impedances of 1100 ohms. The upper limit was set at 6.35 v. The patient was programmed for a 4 second soft start, and 20 seconds on and 8 seconds off. Programs 1, 2, and 3 were going to be deleted and the patient was going to be left with her current program. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had to turn the device off due to the stimulation going up to their neck and their symptoms came back.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v926977, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).